Event description:
Pt sustained hip fracture from fall that resulted when curbell caresense bed monitor failed to sound. Alarm had sounded previously during the shift and was found to be in the "on" position by 2 staff members at the time of the incident. Alarm subsequently tested and found to be in working order alarm battery had been changed within 10 days prior to the incident.